Event description:
Customer reportedly noted smoke coming from the back of the unit. There was no reported patient injury. Investigation/conclusion: the power supply was returned to the manufacturing site for investigation. The date code on the power supply indicates it is approx 12 years old. Upon investigation, it was noted that capacitors c30, c47, and c48 were damaged. The exact component which caused the failure could not be determined due to the damage. It should be noted that the unit failed without a fire, as designed.